Event description:
While transferring client from floor to chair, the tempo lift was starting to lift the pt with the sling attached and was taking the load. It was then reported that the sling clip snapped. The client fell back to the floor from a height of no more than two inches; it was reported that there were no known injuries.

Manufacturer narrative:
Further info will be provided upon MFR's investigation.